Event description:
During treatment of the liver artery embolism, resistance was felt while advancing/withdrawing the microwire from the microcatheter (mc). Difficulty was experienced upon removal of the microwire from the microcatheter nd the wire's tip was noted to be straight. The microcatheter was replaced with a new one to complete the procedure. Another mc was used to complete the procedure. Reportedly the tip of the microwire was reshaped priro to use. Continuous flush was maintained within the mc. There was no adverse effect to the pt.